Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gastrointestinal bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient was seen in the clinic on (B)(6) 2017 when his labs showed a hemoglobin of 11.0 g/dl (down 2.0 from 12.9 g/dl). The patient's hemoglobin was rechecked on (B)(6) 2017. The recheck showed a still down trending hemoglobin of 9.6 g/dl. The patient was also feeling a bit more fatigued, so the medical team decided to admitted him for suspected gastrointestinal (gi) bleed. The patient's warfarin and aspirin (asa) were held on admission. The patient also reported that his average flows during the day had dropped by ~1 liter per minute over the past 3-4 days. The patient underwent a video capsule endoscopy (vce) on (B)(6) 2017 and the results showed active bleeding in the small bowel. A push enteroscopy was performed by the gi team on (B)(6) 2017. His lowest hemoglobin of 7.4 was on (B)(6) 2017 but was back up to 7.8 g/dl on the morning of (B)(6) 2017 (threshold for transfusion is hemoglobin less than 7.0 g/dl).  The patient was discharged home on (B)(6) 2017. It was last reported that the patient is doing well at home with no issues. The patient did not receive a blood transfusion during hospital stay. The medical team feels that this event is device-related in the sense that he most likely would not have gi bleeding if he did not have a vad implanted. Of note, the patient was therapeutic on anticoagulation at the time of admission.